Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device did not charge efficiently by observing a charge timeout as-received. The device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were found. Battery analysis revealed that no internal battery shorting occurred. Lithium-severing was seen in turn 7 and partial. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated high voltage capacitor charge time was longer than expected for a device not yet at eri (elective replacement indicator). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device went to end of service (eos) due to excessive charge time. The device was explanted and replaced. No patient complications have been reported as a result of this event.